Event description:
After a patient care assistant turned the patient onto their side, the patient's IV tubing dislodged. The patient care assistant proceeded to re-connect the tubing to what they thought was the appropriate port. The IV tubing was actually reconnected to the patient's trach cuff inflation port. Approximately a little over one hour later, the patient respiratory arrested and code blue was initiated. Approximately 20 cc's of fluid had infused into the trach cuff. The code was unsuccessful.